Event description:
Revision surgery - the pt stepped in a hole; causing knee pain and instability.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain after 5.5 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination and was kept by the hospital. A review of the device history record showed no non-conforming material reports associated with this product. (B)(4). The root cause for the pain was most likely due to the patient stepping in a hole. There is no information reported that showed a material, design, or manufacturing problem with the product.